Manufacturer narrative:
Samples received: 3 closed samples (for analysis of the cases (B)(4)). Analysis and results: there are no previous complaints of this batch. We have received five cases (five patients involved) from the same end customer and same batch. We manufactured and distributed in the market (B)(4) units of this batch. There are no units in our stock. We have received three closed samples for analysis of these five cases. Tightness test to the samples received has been performed and all units are tight. Reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfill b.braun surgical requirements. Sterilization process was also normal and the results of the sterilization control are correct. Sterilization method using ethylene oxide has been validated for this product. Furthermore, monosyn biocompatibility has been tested in numerous experiments. In sensitization and irritation tests the harmlessness of monosyn was proved. Nevertheless, there are risks (side effects) associated to the use of monosyn suture, which are mentioned in the instructions for use of the product: "as for all sutures after implantation a transient inflammation, temporary irritation and infection at the wound site may occur occasionally. Existing infections may occasionally be enhanced by any foreign body. An occasional wound dehiscence and granulation may not be excluded." Actions on product distributed of this reference/batch: based on the conclusion derived from investigation, it is not required to make actions in distributed product. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future.

Manufacturer narrative:
Exemption number: e2014012. Manufacturing site evaluation: evaluation on-going.

Event description:
Country of complaint: (B)(6). It was reported that the patient has evidence of redness in the wound with phlogosis and dehiscence and serous secretion, during the outpatient control after 10 days.